Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse during fsn that the cardiosave intra aortic ballon pump(iabp) need repair. No patient involved.